Event description:
It was reported the patient had ventricular fibrillation "and ICD couldn't defibrillate, then he was sent to hospital for outside defibrillation." The patient's condition was described as bad with hypokalemia and a low heart rate while hospitalized. The patient is reported to have died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed the patient had vf episode and "ICD discharged normally." But patient felt uncomfortable afterwards and went to hospital. Another vf episode occurred in the hospital and "the ICD was working normally all the time." The patient had a bradycardic episode with hr decreased to 20 - 30 bpm. Resusitation was started and after one hour, the patient died. The patient was not pacemaker dependent and had no clinic visits since the device implant.

Event description:
It was reported the patient had ventricular fibrillation "and ICD couldn't defibrillate, then he was sent to hospital for outside defibrillation." The patient's condition was described as bad with hypokalemia and a low heart rate while hospitalized. The patient is reported to have died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Without a lot number or device serial number, the manufacturing date cannot be determined.